Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: evproplus valve implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.